Manufacturer narrative:
Biomérieux investigation was conducted for seven (7) strains s1 - s7 submitted by the customer. Testing included: vitek 2 gp ID: confirmed organism identification to e. Faecium for all seven strains broth microdilution (bmd): s1 and s2 - mic =>64 mg/l (resistant) s3, s4, s6 and s7 - mic= 32 mg/l (resistant) s5 - mic=16 mg/l (resistant) vitek 2: mic <=0.5 mg/l (susceptible) for all seven strains using both customer lots and one random lot of ast-p586 test kit. Chromid tm vre agar: one (1) isolate shows no growth (susceptible). The remaining isolates show atypical growth (in-color trailing, weak resistance). Diversilab testing was performed for strain typing of the seven (7) isolates. Five (5) of the seven (7) isolates were shown to be related to each other, with no or only 1 band difference. The two (2) remaining isolates are unique and unrelated to any of the other isolates tested. The investigation concluded that the isolates are atypical strains of enterococcus not conducive to the rapid phenotypic ast testing method employed by the vitek 2.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report false susceptible vancomycin results for enterococcus faecium in association with the vitek 2 ast-p586 test kit. Vancomycin resistance screening of rectal swab was performed via chromogenic agar. The screening was positive for vancomycin resistance. Antimicrobial susceptibility testing (ast) was performed using the vitek 2 ast-p586 test kit. The result was vancomycin susceptible (mic <= 0.5). Repeat testing provided the same result. Due to the organism growth on the chromogenic vre agar, the customer performed confirmatory testing via liofilchem strips and pcr. Liofilchem showed the organism to be vancomycin resistant. Additionally, the laboratory observed that retesting of colonies that grew in the ellipse on the liofilchem strip gave a resistant vancomycin result with the vitek 2 ast-p586 test kit. The organism behavior is that of a heterogenic vre population, where the vancomycin resistance is not always expressed. The pcr result was vre-positive, indicating the organism is resistant to vancomycin. Patient treatment was not impacted; the laboratory did not report the vitek 2 ast-p586 results to the physician. The pcr results were reported to the physician. A delay of >24 hours resulted due to confirmation testing. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.